Event description:
It was reported that exit block was observed. Both the atrial and rv leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the coil was found at 5.5cm from the connector pin consistent with fatigue. This is consistent with the observation from the field of no capture.